Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the maryland bipolar forceps (part # 471172-16 /lot # n10210208-0441) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sl0101. The alleged event occurred on the 3rd use of the instrument. There were 11 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field implant date is not applicable because the product is not implantable. Information for the blank fields in section e is not available. Fields PMA/510k, recall (if recall number is given) or correction/removal number (if given), and correction/removal number are not applicable.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument tip was found to be burnt. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up to attempt to obtain additional information related to the reported event. However, as of the date of his event, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. Root cause is typically attributed to mishandling/misuse. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 26-june-2021: the instrument was inspected prior to use. No arcing was observed. Bipolar energy was activated when the event occurred. The erbe was used with the following settings, cut: monopolar 3, coag: monopolar 3. A monopolar curved scissors and a large needle driver were in use at the same time. The instrument tips did not collide with any other instrument or tool during the procedure. The defect was not seen intraoperatively, so the site did not use a back-up instrument. There was no injury to the patient. The patient's current health status is good and the patient has been discharged from the hospital.